Event description:
Following a plif and posterolateral fusion treatment on (B) (6) 2010, the pt was reported to have persistent wound leakage. The pt was re-admitted for observation on (B) (6) 2010. The pt was treated with antibiotics for deep wound infection ((B) (6)). Add'l procedure - surgical debridement and treatment with gentamycin beads. Implant not removed.

Manufacturer narrative:
A lot history eval was carried out and no anomalies were identified.